Event description:
Customer reportedly obtained results of 398 mg/dl, 81 mg/dl, 44 mg/dl, and 58 mg/dl on the aviva system within 10 mins. No action taken on device results. No adverse event reported. The suspected product was not returned to the MFR for evaluation.